Manufacturer narrative:
(B)(4). The age of the patient at the time of the event is unknown. The occurrence date in this event is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). On an unknown date, the patient experienced peritonitis. A peritoneal effluent culture was not reported. The cause of peritonitis was unknown. Treatment was not reported. The outcome of this event was not reported.